Event description:
An email reported occlusion alarms, requesting support and troubleshooting assistance for the patient. There was no reported impact on the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.